Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a compromised immune system. The culture result of staphylococcus hominis, a predominant organism of the normal flora on human skin, suggests a possible breach in aseptic technique. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic for a scheduled peritoneal equilibration test (pet). During the testing it was noted that the patient¿s pd effluent was cloudy. The patient denied any abdominal pain or fever. A pd effluent culture was drawn resulting in staphylococcus hominis and a white cell count of 245 (unknown units) with 43% polymorphonuclear cells. The patient was initiated on antibiotic therapy with a one-time dose of intraperitoneal (ip) vancomycin 2800 ml and ip ceftazidime 2g. Subsequently the patient received ip vancomycin 2800 ml. The patient was not hospitalized for the event and continues to complete pd therapy on the liberty select cycler with cycler set during recovery. The cause of the peritonitis is unknown; however, the patient did not report any issues with the liberty select cycler or any leaks or defects with the cycler set. The patient is new to pd therapy.